Event description:
Olympus was informed that during a diagnostic bronchoscopy procedure, a black piece of material (a portion of the glue from the distal end of the device) broke off and fell inside the patient. The physician retrieved the black material from the patient by suction. The procedure was completed with the same device. No patient injury was reported.

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The reported phenomenon was confirmed. A physical inspection of the device was performed and found that the bending section cover glue was peeling off. This was the black piece that fell inside the patient. However, the black piece was returned for evaluation but the dimensions were not specified. The device was refurbished. This phenomenon is most likely caused by chemical damage.